Event description:
It was reported that a patient experienced fungal peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with unspecified antibiotics (dose, route, frequency, and duration not provided) for peritonitis. On an unknown date, while still hospitalized, the patient¿s catheter was removed and the patient was started on hemodialysis. On an unknown date, the patient was discharged from the hospital. At the time of the report, the patient had recovered from the peritonitis event and pd therapy had resumed. No additional information is available.

Manufacturer narrative:
(B)(4). The date of the event was reported as an unknown date in (B)(6) 2014. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.